Event description:
It was reported that the right ventricular lead had high threshold and undersensing. The lead had dislodged due to patient anatomy. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5594 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. It was found that the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.